Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of this custom tubing pack, the customer reported that the female luer on the arterial line pressure dome was defective or cracked inside. The customer was able to change out the luer with a replacement part from an anesthesia cart. There was no patient involvement so no adverse patient effects occurred. Additional information received reported that there was no damage to the packaging or other devices within the packaging.